Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using an ilet system with a cartridge and infusion set, noting that no insulin was initially observed during fill tubing despite an intact cartridge, and that reconnecting the luer adapter and repeating the full load sequence restored visible insulin delivery; the patient then attached tubing to a new site, filled the cannula, and continued therapy without back-up insulin. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.